Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide a correction to section b3 , to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results attach the received medwatch form. The actual device has been returned for evaluation. One 8fr angio-seal device was returned for product evaluation. The returned device included the mated hemostasis sheath and carrier tube, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor and suture broke because of the absorption of blood. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received a user facility medwatch report # mw (B)(4). The event description states: "during angio-seal deployment, proper steps were taken to properly deploy angio-seal device. However, the device failed to properly function during the deployment phase, and it did not deploy. Patient had coronary artery disease (cad).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cardiac cath lab manager. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal foot plate did not deploy. There was no harm to patient. The procedure outcome was good. There were no other devices or equipment used with the reported product. Additional information was received on 26jul2023: the procedure prior to the use of the angio-seal device was a percutaneous coronary intervention (pci). The procedure sheath used was a 9fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis achieved by manual compression. There was no blood loss and the patient was in stable condition.